Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to an unknown cause. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On the same day as onset, the pt was treated for peritonitis with cefazolin (1 gram, once ip-intraperitoneally). On the same day, cefazolin therapy was withdrawn. The next day, the pt was treated for peritonitis with fluconazole (200mg, two doses) and fortaz (1 gram, two doses). One day after onset, the pt was hospitalized for the event of peritonitis. Two days after starting treatment, fluconazole and fortaz therapy were withdrawn. On an unreported date, during hospitalization, the pt was treated with IV (intravenous) unknown antibiotics. It was unknown what other treatments the patient had received during hospitalization. Four days prior to death, pd therapy was discontinued and one hemodialysis therapy treatment was performed. From that day on, the pt no longer had any type of dialysis performed for an unknown reason. Subsequently, the pt died in the hospital. The cause of death was unknown. It was unknown if peritonitis caused the death. It was not reported if an autopsy was performed. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.